Event description:
This is a report of a colleague infusion pump with a damaged battery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed due to depleted batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness.